Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a prostyle device via an 8.5f sheath hole after a percutaneous coronary intervention. Reportedly, the plunger felt stiffer than usual when pushing down. The plunger was not pushed to the end and the device was removed.. Another prostyle device functioned as usual and was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The pre-close technique was not used when closing with a sheath greater than 8f. The electronic prostyle instructions for use (eifu) states: the perclose prostyle smcr system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catherization procedures. For arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the eifu deviation would not have contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.